Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. However, the fse found a "vent inop and motor fault" in the events log of the device. Additionally, a loose connection on the main printed circuit board (pcb). This however, was not attributed to any assembly failure. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported a vent inop alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.